Event description:
It was reported to philips that a pin is bent on the battery compartment for the device. There was no patient involvement.

Manufacturer narrative:
The customer requested, that the device be sent in for bench repair. To be evaluated by a philips field service engineer (fse). Upon evaluation of the device, the reported issue was confirmed. And the cause was traced to a faulty battery pca. Based on the conclusion of the evaluation. It was determined, that this was a malfunction of the battery pca. The part was replaced in bench repair. And the device passed all performance assurance testing. The device was retuned to the customer site. No further investigation or action is warranted.